Manufacturer narrative:
(B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the franklin lakes FDA registration number has been used for the manufacture report number. Device expiration date: unknown. No catalog or lot # provided. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using a pen needle with omnitrope medication the needle was found to be blocked causing leakage and loss of medication. The following information was provided by the initial reporter:" when monitoring the patient, he informs that it is the second time that the same problem has happened to him. His three children use the medication for a while. However, he says the needles we provide to patients are not good. For the second time he lost medication, and this time it was 6mg. He said his son uses 3.0mg omnitrope of 15mg, he threaded it into 3.0mg and went to perform the application but did not inject the medication, threaded it again in 3.0mg and started to leak all the medication where the needle threads. He reported that he even "blew" the needle and said it came clogged. He ended up losing 6mg. He said he buys 15 ampoules a month and it is not a cheap treatment to come with clogged needles. The first time it happened, we changed the pen and added it with an ampoule. However, he says the problem is not with the pen but with the needle. He says he saved the needle for an ¿expertise¿. (Sample received at novartis / sandoz) he informs that he put 3.0mg and applied it to his son, but he didn¿t feel the medication was out, he put 3.0 again and did not leave, when he saw the medication was leaving between the ampoule and the needle, he informed that the needle was clogged and lost 6mg.

Manufacturer narrative:
H6: investigation summary no samples were returned as of 20 november 2020 therefore the investigation was performed based on the photos provided. 10 photos of 2 used pen needles were provided. Consumer reported about the blockage of the omnitrope needle, thus causing the loss of the medication. The provided photos were examined, and it was observed that the 2 pen needles had straight non-patient end (npe) cannulas. It could not be determined whether the pen needles were clogged or would cause leakage from the photos alone. Unable to perform a DHR review due to an unknown lot number for needle clog & leakage. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that while using a pen needle with omnitrope medication the needle was found to be blocked causing leakage and loss of medication. The following information was provided by the initial reporter:" when monitoring the patient, he informs that it is the second time that the same problem has happened to him. His three children use the medication for a while. However, he says the needles we provide to patients are not good. For the second time he lost medication, and this time it was 6mg. He said his son uses 3.0mg omnitrope of 15mg, he threaded it into 3.0mg and went to perform the application but did not inject the medication, threaded it again in 3.0mg and started to leak all the medication where the needle threads. He reported that he even "blew" the needle and said it came clogged. He ended up losing 6mg. He said he buys 15 ampoules a month and it is not a cheap treatment to come with clogged needles. The first time it happened, we changed the pen and added it with an ampoule. However, he says the problem is not with the pen but with the needle. He says he saved the needle for an ¿expertise¿. (Sample received at novartis / sandoz) he informs that he put 3.0mg and applied it to his son, but he didn¿t feel the medication was out, he put 3.0 again and did not leave, when he saw the medication was leaving between the ampoule and the needle, he informed that the needle was clogged and lost 6mg.